Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial call. The patient reported that could not confirm when the meter issue began, but it was about two weeks prior to contacting lfs. The patient reported obtaining alleged inaccurate high blood glucose result of ¿137 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using oral medication (metformin 500 mg, 2 tablets per day), diet and exercise, and she made no changes to her normal diabetes management, in response to the alleged issue. The patient could not confirm the date or time, but reported that she developed symptoms of ¿headache, trembling and turning stomach¿. She reported that on (B)(6) 2017, between 2.30 and 3 pm, due to the symptoms she attended the emergency room, where on arrival they obtained a blood glucose result of ¿60 mg/dl¿. She reported that she was treated with ¿orange juice and food¿. A blood glucose test was repeated after the treatment and a result of ¿100 mg/dl¿ was obtained. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back and replacement products were sent to the patient.